Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support (cts), the customer disconnected at the luer lock and observed insulin at the luer. The customer then reattached the luer and saw drops shortly after. The customer blood glucose level was 496 mg/dl. The customer administered a bolus to lower blood glucose level.